Event description:
It was reported that an endovascular procedure was performed on a patient with ninety percent stenosis in ica (internal carotid artery) c3. During the procedure the physician used a balloon to dilate the target lesion. Later the physician advanced a guidewire to the target lesion and then prepared to deliver the subject stent. During delivery of the subject stent, when the subject stent catheter was adjusted inside the patients body, the tip of the subject stent was pushed out of the subject stent catheter unexpectedly and the subject stent was partially deployed. The subject stent was replaced with another device and the procedure was completed successfully. The subject stent was deployed on the table outside the patient's body after the procedure. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
The device is not available to the manufacturer.

Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. Visual/microscopic inspection: the stent was found to be intact, returned inside the stent delivery catheter in its pre-deployment state. There was not premature deployment noted. The stent stabilizer was found to be kinked/bent. The stent delivery catheter was found to be flattened/crushed. The stent was found to be intact. (The stent was deployed on the table during the analysis). Functional inspection: 'stent deployed prematurely during use' and 'stent migration inside microcatheter' ¿ not confirmed during visual inspection. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Addition information received indicated that the device was prepared for use as per the directions for use. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained for the duration of the procedure. There was no friction noted when advancing the system over the guidewire. In the follow-up gfe answers it is reported that the wingspan inner body was advanced independently of the outer body and that the physician attempted to deploy the stent on the table (outside the patient's body). Furthermore, the event description reports 'then delivered the wingspan. During the delivery, when adjusted the stent catheter in patient's body, tip of the stent was pushed out of catheter unexpectedly(tip of the stent deployed partially)'. The wingspan dfu advises that in a case of partial deployment, the safest course of action is not to try and recapture the stent but rather to continue to deploy it. The stent was returned still loaded inside the stent delivery catheter in its pre-deployment state. Once deployed in the complaints lab (during which no friction was noted) the stent was noted to be intact and undamaged. There was no evidence of the stent having been deployed prematurely during the procedure. The stent stabilizer was found to be kinked/bent and the stent delivery catheter was flattened/crushed. It is possible that the damage noted to the stent stabilizer and to the stent delivery catheter was noted as a deployment issue by the physician on this occasion. The as reported codes 'stent deployed prematurely during use' and 'stent migration inside microcatheter' will be assigned not confirmed and the as analyzed codes 'stent delivery catheter flat/crushed' and 'stent stabilizer kinked/bent' will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural and/or anatomical factors during use. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that an endovascular procedure was performed on a patient with ninety percent stenosis in ica (internal carotid artery) c3. During the procedure the physician used a balloon to dilate the target lesion. Later the physician advanced a guidewire to the target lesion and then prepared to deliver the subject stent. During delivery of the subject stent, when the subject stent catheter was adjusted inside the patients body, the tip of the subject stent was pushed out of the subject stent catheter unexpectedly and the subject stent was partially deployed. The subject stent was replaced with another device and the procedure was completed successfully. The subject stent was deployed on the table outside the patient's body after the procedure. No clinical consequences were reported to the patient due to this event.